Event description:
It was learned that an edwards aortic bioprosthetic valve was reported as having a flailed leaflet and severe aortic regurgitation approximately ten (10) years post implant. Patient received an implant of an edwards transcatheter aortic bioprosthetic valve within the existing valve. Patient is reported in stable condition.

Manufacturer narrative:
Flail leaflet. Additional manufacturer narrative - implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Structural valve deterioration is the most common reason for bioprosthesis reoperation and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. However, without return of device and evaluation, the specific mechanism leading to this explant cannot be confirmed. It was reported that there was a flail leaflet causing the patient's aortic insufficiency. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events. No further actions are possible with the available information.